Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Even though there was a complaint of an infection, no supporting lab results were given. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient underwent foot surgery on (B)(6) 2015. Patient states the dissolving pin put in her large toe caused an infection and also broke inside of her foot. After being on antibiotics for the infection and having excessive swelling the broken part of the pin worked itself towards the top of her toe. Patient states when she pulled on what looked like a piece of skin the actual broken part of the pin came out of her toe. Patient states it is approximately 2 inches long and her doctor informed her it never dissolved and was in the same condition as when it was implanted. Patient has experienced significant foot pain and has required a large time spent elevating the foot with ice bags to aid in reduction of ongoing swelling. Patient did not have a revision procedure.